Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead noise and automatic mode switching (ams) episodes were observed on the atrial lead. The patient was asymptomatic. No further information is available.